Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with mild calcification, an annulus perimeter measuring 66mm (area 348) and left ventricular outflow tract of approximately 290, a pre-implant balloon aortic valvuloplasty (bav) was performed. During the first deployment attempt using a non-medtronic (safari) guidewire, the valve dislodged without using pacing, so it was recaptured. On the second deployment attempt, the implant position was slightly adjusted, and deployment was started, and the valve dislodged again. The valve was recaptured the second time. During the third deployment attempt, the valve was deployed with control pacing at 110 but the valve dislodged, so the valve was recaptured and redeployed again from a deeper level. It was noted the valve was deployed until the hat-marker came close to the paddle attachment. Subsequently, fluoroscopy was turned off, and when fluoroscopy was checked again, the valve dislodged. The valve was recaptured into the delivery catheter system and withdrawn from the patient. It was noted that the deployment starting point was at the bottom of the pigtail catheter, and the direction of the dislodge was aortic. Prior to valve dislodgement, the implant depth was about -3 millimeter¿s (mm). Additionally, it was reported that there was no difficulty recapturing the valve. A non-medtronic (edwards) valve was used for the procedure. No adverse patient effects were reported.